Manufacturer narrative:
Sr-(B)(4).

Event description:
The complaint receiver device was returned for evaluation. An external visual inspection was performed and no defects were found. The receiver failed to charge and was perpetually rebooting. The receiver was opened, the ui pcba was detached to perform a download, the receiver log was evaluated with no related errors observed. The reported event of an overheating or shocking device was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the reciever was overheating. No additional event or patient information is available. No product was returned for evaluation. The complaint confirmation of receiver overheating could not be determined. A root cause could not be determined. Reportedly, an alternate battery charger was used. Labeling indicates: use only dexcom-supplied parts (including cables and chargers).